Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred during interrogation of the cardiac resynchronization therapy defibrillator (cr t-d). The device remains in use. No patient complications have been reported as a result of this event.